Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had been experiencing elevated glucose levels since the previous day, reaching approximately 500 mg/dl at the time of the call. Ketone testing was performed and was negative. The patient¿s caregiver stated that the supplies had already been changed twice, and due to continued high readings, the device was removed and a manual insulin injection was administered. The caregiver confirmed that proper procedure had been followed during supply changes, including verifying drops at the end of the tubing before inserting the infusion set. The caregiver was advised to change the supplies again after two hours and to use a new vial of insulin to rule out insulin degradation as the cause of the hyperglycemia. The patient¿s glucose levels had been outside the target range for approximately a day and a half. No backup therapy had been used initially, aside from the planned injection, and no professional medical intervention or additional assistance occurred. No immediate health effects were reported. A follow-up attempt was made to confirm whether changing supplies and using new insulin resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.fgb